Event description:
User facility report number (B)(4) was received. Describe the event or problem: pt admitted for elevated lactate dehydrogenase (ldh) and suspected left ventricular assist device (lvad) thrombosis. Despite optimizing anticoagulation, antiplatelet therapy and treating w/argatroban the ldh continued to rise. Pt underwent heartmate2 lvad device exchange to heartmate3 lvad.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Approximate age of device - 84 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was being monitored for increasing lactate dehydrogenase without hematuria or heart failure symptoms. The patient was admitted for lactate dehydrogenase at approximately 1000 u/l and on vad interrogation, multiple low speed advisory alarms were noted. A decision was made to proceed with pump exchange. The exchange was completed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Analysis of the system controller log file that was provided confirmed the reported low speed advisory condition; however, a direct correlation between the left ventricular assist system (lvas) and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. A specific cause for the low speed event could not be determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.